Event description:
It was reported that the tubing set male luer "snapped" off when being disconnected from an extension tubing set in the pediatric department. The customer confirmed that there were no adverse effects caused to the pediatric patient from this event.

Manufacturer narrative:
The customer¿s report that the set male luer "snapped" off when being disconnected from an extension tubing set was confirmed. Visual inspection observed that the male luer tip piece was broken off and lodged inside the female port of the extension set. The broken male luer tip was not expected to have occurred during manufacturing assembly as the break was observed during use. It was concluded that an excessive external lateral/leverage force was applied to the primary set¿s male luer when disconnecting from the extension set, thus causing it to break. The root cause of the excessive force was not definitively determined. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No other anomalies or damages were observed. Functional testing could not be performed due to the breakage of the primary set¿s male luer tip lodged inside the extension set¿s female luer. The root cause was not identified.

Manufacturer narrative:
Supply chain management. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was a pediatric patient.

Event description:
It was reported that the tubing set male luer "snapped" off when being disconnected from an extension tubing set in the pediatric department. The customer stated that there were no adverse effects caused to the pediatric patient from the event.